Event description:
Procedure type: inguinal hernia repair. According to the reporter: during the procedure, the balloon was broken after pumping 29 times. A new device was opened to complete procedure. Nothing fell into cavity. No patient harm. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).